Event description:
It was reported that the following the implant of an artificial urinary sphincter the patient evolved 1 week after urinary retention and removal of the bladder catheter. In cystoscopic follow-up, cuff extrusion was identified for the urethral lumen, requiring removal on (B)(6) 2019, a patient who was followed up with good resolution of the urethral injury. The patient was stable following the procedure.

Event description:
It was reported that the following the implant of an artificial urinary sphincter the patient evolved 1 week after urinary retention and removal of the bladder catheter. In cystoscopic follow-up, cuff extrusion was identified for the urethral lumen, requiring removal and urethroplasty on (B)(6) 2019, a patient who was followed up with good resolution of the urethral injury. The patient was stable following the procedure.

Manufacturer narrative:
Upon receipt of this artificial urinary sphincter (aus) at our quality assurance laboratory, the returned component underwent a thorough analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. Based upon all available data, the reported allegations were not confirmed. The data reasonably suggests the clinical events of urinary retention and erosion of the cuff into the urethra are known inherent risks of the device and anticipated in nature and severity as per the directions for use (dfu) and health analysis (ha).